Event description:
Device report from japan reports an event as follows: it was reported that on august 22, 2022, the patient underwent open reduction internal fixation (orif) surgery for transcondylar fracture of the distal humerus. The surgeon fixed the lateral of the bone with a plate, placed another plate on the medial of the bone, and temporarily fixed the plates with a k-wire. The surgeon started inserting the metaphyseal screw to the proximal screw hole on the plate to crimp the plate to the bone using a screwdriver. The sales rep advised the surgeon to insert the metaphyseal screw carefully because there have been some cases of broken metaphysical screws in general. But when the screw head contacted the plate, the metaphyseal screw broke immediately at its neck. The surgeon removed the plate once and extracted the screw shaft, which was slightly protruding from the bone, with kocher forceps. No fragments were left in the patient. After that, fixation of the medial plate was completed. Surgery was completed successfully with less than thirty minutes delay. This report is for a 2.7mm ti metaphyseal screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.118.534s. Lot: 9407082. Manufacturing site: (B)(4). Release to warehouse date: 09 march 2015. Expiration date: 01 march 2025. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.118.534. Non-sterile lot: 7784557. Manufacturing site: (B)(4). Supplier: synthes USA. Release to warehouse date: 18 september 2014. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.